Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment.

Manufacturer narrative:
An olympus field service engineer (fse) visited the user facility and replaced the two sdi connectors on the cable at the monitor location. The fse tested the cable and the signal on the monitor looked fine. The customer equipment was repaired and verified according to original equipment manufacturer instructions. The fse later follow-up with the customer and no further issue were reported. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The technical assistance center (tac) was informed by the user facility that the evis exera iii video system center's cable to the monitor was defective as the image was intermittent. No patient injury or harm was reported.